Event description:
During implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and new lead was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.